Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-705a-2626: the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and exhibits erased red octagonal sign, and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, the fiber was used up to (B)(4) kj and then it stopped working. The procedure was completed with a second fiber. Patient outcome: no injury to the patient reported.